Event description:
It was reported the patient presented for initial procedure. During implant, the right ventricular lead dislodged which was confirmed by fluoroscopy. The physician elected not to use the lead and completed the procedure with a different lead. The patient was in stable condition.

Manufacturer narrative:
The reported event of dislodgement was not confirmed. A complete lead was returned in one piece for analysis. Helix analysis was normal with no anomalies found.